Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. However, it will be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was a balloon rupture of an 8x40mm powerflex extreme pta catheter during first inflation in right forearm arteriovenous graft (avg) at 20 atmospheres (atm). Balloon removed intact with no harm to the patient. Another powerflex extreme pta catheter was used to complete the procedure. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was unknown; however the ratio was 50:50. The indeflator used was successfully used with other devices. There was no resistance/friction as the guidewire or the device was inserted into the patient. There was no difficulty experienced as the device was advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon initially inflated normally before rupture. The balloon catheter was easily removed from the patient.

Manufacturer narrative:
Complaint conclusion: there was a balloon rupture of an 8x40mm powerflex extreme pta catheter during first inflation in right forearm arteriovenous graft (avg) at 20 atmospheres (atm). Balloon removed intact with no harm to the patient. Another powerflex extreme pta catheter was used to complete the procedure. There was no difficulty removing the product from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media was unknown; however the ratio was 50:50. The indeflator used was successfully used with other devices. There was no resistance/friction as the guidewire or the device was inserted into the patient. There was no difficulty experienced as the device was advanced to and across the lesion. The catheter was not ever in an acute bend and did not kink during use. The balloon initially inflated normally before rupture. The balloon catheter was easily removed from the patient. A non-sterile unit of powerflex extreme 8x4 80cm was received coiled inside of a plastic bag. Balloon was received inflated/deflated. No damages were observed on body. Functional analysis was performed. A 0.035 guide wire lab sample was used to be inserted into balloon catheter for the guide wire lumen and it was inflated, a leakage was observed at distal section of balloon. Sem analysis results showed that the external surface presented evidence of scratches and abrasion marks near to the balloon burst condition and it¿s very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the burst condition found on the received balloon. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. Review of lot 17521813 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the balloon burst could not be determined during analysis. Vessel characteristics were not provided; however, it may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.